Event description:
It was reported that the patient's seizure frequency has increased and they also have a new type of spells that they are experiencing. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator was discarded by the surgery facility.

Manufacturer narrative:
B1 adverse event or product problem , corrected data: initial report inadvertently selected product problem instead of adverse event b2 outcomes attributed to adverse event, corrected data: initial report inadvertently did not select any outcomes b5 describe event or problem, corrected data: initial report inadvertently left out relevant information f10 adverse event problem, corrected data: initial report inadvertently did not code 'e0206' h1 type of reportable event, corrected data: initial report inadvertently selected malfunction instead of serious injury h6 adverse event problem codes, corrected data: initial report inadvertently used code 'd14' instead of 'd15' and left out code 'b20'.

Event description:
The patient also noted that their mood has worsened. They were referred for a battery replacement but no known surgical intervention has occurred to date.